Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a ks-3ai, 22.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. Before implantation, the lens got stuck in the cartridge. There was no patient contact with device. The surgeon decided to use a back-up lens, which was successful.

Manufacturer narrative:
Additional information: device evaluation: the delivery system was returned in a device tray. There was clear surgical residue/debris on product. Visual inspection found the plunger overridden, foreign material on/in device (clear residue on lens), and the lens stuck in cartridge. Work order search: no similar complaint type events were reported for units within the same lot. Corrected data: the reporter indicated that a ks-3ai pre-loaded injector system, 22.0 diopter, was not implanted due to the lens being stuck in the cartridge before implantation. There was no patient contact with the device and the surgeon decided to use a back-up lens which was successful. Claim #: (B)(4).

Manufacturer narrative:
Claim #: (B)(4).